Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
A root cause could not be determined. Additional information needed for investigation was requested but not provided.

Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for two patients on their e601 analyzer. The first patient was admitted to the emergency department and had a sample sent to the laboratory for hcgbn testing. The patient's initial result was 3483 u/l and it was reported outside the laboratory. The patient was told she miscarried. On (B)(6) 2013, the initial result was queried and repeated. The repeat result was 132432 u/l. After the initial event, the laboratory repeated all hcgb samples from the day of the event. All the repeat results agreed with their initial results except one. The second patient, a female, had an initial hcgb result of 2840 u/l. The repeat result was 66792 u/l. The initial result was not reported outside the laboratory nor was it acted upon by the medical staff. It was unknown when this event occurred. It was unknown if the patients were adversely affected by this event. The hcgb reagent lot number was 171601 and the expiration date was 06/29/2014.